Manufacturer narrative:
Correction: patient identifier. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had failure to alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
The nurse claims to have had the roller clamp engaged and the pump never alarmed when infusion started. We have had five separate events like this happen since we launched our new fleet in december 2024. We are hoping to get some insight or explanations. Although requested, further information was not provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Although requested, further information was not provided.

Event description:
It was reported that a nurse claimed to have had the roller clamp engaged and the pump never alarmed when the infusion started. The customer has had five separate events like this happen since they launched their new fleet in december 2024. Although requested, further information was not provided the customer later provided the following information: ¿broken. Did not beep off occluded and the antibiotic never infused.¿

Manufacturer narrative:
Omit: medical device other operator, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, unique identifier (UDI) #, medical device serial #, medical device operator, manufacturing location. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting a not alarming occlusion was not confirmed during testing and or a review of the device logs. Preventive maintenance test results showed the device working within specification. The pcu or its associates pcu event logs were not returned for investigation, the pump module event log has limited information registered by the device and does not contain drug details, user keypresses or programming information. The date and time were not reported. A review of the pump module error log showed no errors. A review of the device event log showed that the last programmed infusion was on 02feb2025, at 4:23 am the device was selected, and an infusion was programmed a rate of 400 ml/h and a volume to be infused (vtbi) of 100 ml. At 4:38 am the user selected the restart key but was logged as a false keypress. At 4:40 am the user channeled off the unit the alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. Internal and external inspection of the pump module found no irregularities. The device had no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) wo: 02016287. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device not alarming occlusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review or laboratory testing and no fault was found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.